Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a foreign substance was noticed on the optic surface of an intraocular lens (iol) before patient contact. The surgery was completed successfully using a back-up lens, same model. No patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/26/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. Unable to analyze the fibre using fourier transform infrared spectroscopy (ftir) due to insufficient amount of material. On the anterior side the lens was observed damaged; as if a sharp tool crimped the edge of the lens inward. One haptic had a small crack. Shallow scratches could be seen on the optic on both sides of the lens. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.